Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer declined to continue troubleshooting, therefore no additional information was obtained.